Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline braid was returned for evaluation. The pipeline pushwire was not returned for evaluation. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with one end having moderate fraying and the other end having slight fraying. No other anomalies were observed. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience. It is possible that the ¿damaged braid¿ and the ¿patient anatomy¿ may have contributed to reported issue. However, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities.

Event description:
Medtronic received information that during treatment of an aneurysm located in the ophthalmic segment of the internal carotid artery, the distal portion of the pipeline did not completely expand. It was reported that the pipeline looked like a ¿champagne glass¿ as the middle section of the pipeline expanded. During the procedure, the physician delivered the pipeline to the distal of target lesion, the protection sleeve was removed and the when the pipeline reached the m-1 segment, the pipeline did not open. The physician then tested deployment at m1 where the vessel was straight, but still the distal portion did not expand. For that reason, the physician withdrew the pipeline and a new pipeline was used to complete the procedure without further issue. No patient injury was reported. It was further reported that after removal from the patient post procedure, the pipeline was attempted to be deployed and the distal segment still did not expand as it looked "cone" shaped.